Event description:
Information was received indicating that during use of this smiths medical cadd pump, the pump exhibited low battery alert. It was reported that tubing and cassettes leaking was noticed. Reported that the patient was off med for about an hour and experienced nausea. Patient was able to switch to another pump and advise by the doctor to replace the pump. No additional adverse effects reported.